Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom air detector problem as an air-in-line alarm through review of the event history log, but did not reproduce it. The evaluation found that the ultrasonic sensor readings were below specification, which is known to cause the reported symptom. The ultrasonic sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had an air detector problem. It was also reported that there was no patient involvement.